Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. A screening test was performed and the device was recognized and visualized; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device number lot 31233031l and no internal actions related to the complaint were found during the review. The force issue reported by the customer was confirmed due to the open circuit. The potential cause of the open circuit could not be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. An escalation investigation was addressed to investigate the error 106 issue. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the bwi product analysis lab identified a separation between pebax and electrode section and a foreign material inside it. During the procedure, an error 106 was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported.